Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the registration model showed that the points were oriented 180 degrees from the intended location. The reported issue occurred when performing a 3 point merge and tracer registration method. The surgeon attempted multiple scans multiple times without resolution. The surgeon attempted point merge to register the patient without resolution. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of 45 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.